Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline confirmed damage to the previous driveline repair site. A distal-end driveline replacement was performed on (B)(6) 2025 and approximately 20.5¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. A previous driveline repair was observed approximately 14¿ ¿ 18¿ from the controller connector. Layers of tape were observed approximately 13.5¿ ¿ 16.5¿ from the controller connector. Upon removal of the tape, complete separation of the distal driveline repair bend relief from the main body of the repair site was observed. Evidence of fluid ingress was present within the driveline repair, consistent with the observed damage. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. Review of the submitted log files captured no notable events or alarms. The pump appeared to function as intended. Incidental finding revealed bunching of the outer silicone jacket as well as a tear in the silicone jacket was observed approximately 13¿ and 14¿ from the controller connector, respectively. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. Section 6 of the IFU, entitled "patient care and management", addresses how to care for the driveline. This section notes that the driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. Section 7, entitled "alarms and troubleshooting", outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii patient handbook, rev. A, is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 4, "living with the heartmate ii", contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). The user is instructed to call their hospital contact right away if the driveline is damaged (or might be damaged). The ¿alarms and troubleshooting¿ section outlines all system controller alarms, as well as how to respond to such events. Additionally, the replaced heartmate ii lvad percutaneous lead patient instructions, rev. D, provides care instructions and important precautions regarding replaced percutaneous leads. This document cautions the user: "do not kink or bend the percutaneous lead. Check your lead often to make sure it is free of kinks or sharp bends. A kink or sharp bend in the percutaneous lead may damage the wires inside." And "allow for a gentle curve for your percutaneous lead. Do not severely bend your percutaneous lead multiple times or wrap it tightly." This IFU states to check your entire percutaneous lead (including the spliced area) for signs of damage (cuts, holes, tears). If you discover damage to your lead, report it immediately to your hospital contact person. This document also notes to pay specific attention to the ¿end¿ areas of the splice where the grey tube meets the white tube (both ends). The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. The relevant sections of the device history records for (B)(6) and driveline, serial numbers (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient had additional damage to initial driveline repair. Log file captured routine events; there were no notable alarm conditions or parameter changes. A driveline repair was scheduled on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
D9- percutaneous lead returned only. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The driveline repair was performed on (B)(6) 2025. Additional log files post repair captured routine events; it appeared that the device was operating as expected post driveline repair.